Manufacturer narrative:
E1. Initial reporter phone: (B)(6).

Event description:
It was reported that balloon rupture occurred. The 60% stenosed target lesion was located in the mildly tortuous and mildly calcified left innominate vein. A 10.0 x40, 75cm gladiator elite balloon catheter was advanced for dilation. However, during initial inflation at 13 atmospheres for 10 to 20 seconds, the balloon ruptured. The device was removed and the procedure was completed with a different device. No patient complications were reported and patient status was stable.